Event description:
The user facility reported that when preparing the subject device for use, the screen of the evis lucera bronchovideoscope was dark. There was no report of patient impact or injury due to the event. The device was sent to an olympus service center for evaluation. Inspection and testing found the insertion tube coating was peeling off. This report is being submitted for the reportable malfunction identified during the device evaluation (coating peeling off of the insertion tube).

Manufacturer narrative:
Further evaluation of the device found the bending angulation in the up direction was out of specification due to wear of the angle wire. The insertion tube was scratched and crumpled. The objective lens was scratched and the adhesive around the lenses was worn. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. It was presumed that the suggested phenomenon was due to physical stress/ chemical stress/ storage environment, etc. Users can detect the suggested event properly by handling the device in accordance with the following instructions for use (IFU). "·preparation and inspection_ inspection of the endoscope inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities." Users can reduce/prevent the suggested event by handling the device in accordance with the following IFU: "·important information ¿ please read before use warning: do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient. ·reprocesing manual_ general policy. Precautions_warning: this instrument is not durable, or does not have sufficient durability against the respective methods stated in the guidelines of each country for destroying or inactivating prions. For information on the durability against each method, please contact olympus. If cleaning, disinfection and sterilization methods not stated in this instruction manual are performed, olympus cannot guarantee the effectiveness, safety and durability of this instrument. Make sure to confirm that there is no abnormality before use, and use under responsibility of a physician. Do not use if any abnormality is found. ·storage and disposal. Warning: the storage cabinet must be clean, dry, well ventilated and maintained at ambient temperature. Storing the endoscope in direct sunlight, at high temperatures, in high humidity or exposed to ozone, x-rays and/or ultraviolet-rays may damage the endoscope or present an infection control risk." Olympus will continue to monitor field performance for this device.